Event description:
The customer reported that when the scopes were removed from the aer and layed on a towel, she reported that there were black spots on the towel. The customer denies staining on patients. She denied staining when the scopes are hung to dry at the end of the day. She reported that they are using cidex opa. The asp field service engineer went to the facility to assess the unit.

Manufacturer narrative:
Other: hospital worker. Other, residual, other - capital equipment, evaluated at customer site. The fse found unit operating properly. The fse spoke with customer and she stated that they were using six pumps of enzol and reduced it to four. Since then she has not seen any "black spots". System is operating properly. Conclusion: other - this issue has been addressed with a customer letter related to correction & removal. Reference MDR 2084725-2008-00601.